Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/ to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed . Tested returned unit. No manufacturing parameters found out of spec. However, uom was selectable and was received at mmol/ls. Errors 015, 0204, 0300, and 0800 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.